Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the remote control buttons leaky, the bending rubber leaky, the objective lens unit dirty, the light guide fiber bundle (lcb) malfunction, the segment leaky, the light guide cable perforated, the u/d pulley wire leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.